Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing dizzy spells. The ECG revealed what appeared to be brief periods of ventricular asystole. Upon interrogation, the right ventricular lead exhibited multiple noise episodes which caused lead noise and inhibited pacing. The noise could be reproduced with pocket manipulation. On(B)(6) 2017 the lead was successfully capped and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Previously reported patient code should be superseded with code: (B)(4).